Event description:
As the patient was being transferred out of traction, her well leg was being removed from the well leg holder. She slipped through the middle portion of the fracture table, fell to the floor, and hit her head. The patient was unconscious and intubated when the fall occurred.anesthesia and hospital reporter were immediately notified. The patient was placed in a hard cervical collar. She was log rolled onto a stretcher and transferred back to the fracture table. At this point, we obtained fluoroscopic images of her right shoulder to confirm that there was no displacement or dislocation. She was then examined. Her vitals remained stable. No additional fractures or deformities were appreciated. She was transferred to a hospital gurney. She did have swelling over the back of her head. She was extubated and transferred to the recovery room (pacu) in stable condition.the patient did not have a fracture or an intracranial bleed due to this fall.